Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097969.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on spinal cord stimulator (scs) leads. The patient underwent an scs lead revision procedure. The patient was doing well postoperatively. The explanted products were discarded by the medical facility.